Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp), via a manufacturing representative (rep), indicated the physician used the react catheter for a second approach, but could not see the marker anymore in the x-ray. It was assumed the metal threads seen in the trevo might be the rest of the marker. The entire artery system was checked to make sure no marker was left in the body. All devices had been prepared per the instructions for use (IFU).

Manufacturer narrative:
Product analysis findings: the react 68 catheter (model: react-68, lot: a993888) was returned for analysis within a shipping box and within a sealed plastic bio-pouch. The react 68 catheter total length was measured to be ~140.4cm and the useable length was measured to be ~133.3cm which is within specifications (132cm +3/-0cm). Upon visual inspection, no damages or irregularities were found with the react 68 hub. No bends or kinks were found with the react 68 catheter body. However, the react 68 distal marker band/tip was found missing. The tubing material of the react 68 catheter separated end exhibited with stretching and jagged edges. The react 68 distal marker band/tip was not returned. Therefore, analysis could not be performed and conformance to specification could not be assessed. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿marker band dislodged¿ was confirmed. The broken end of the catheter exhibited with plastic deformation (jagged edges and stretching) which indicated that the catheter separated when exceeding the tensile strength of the tubing material. However, the root cause for the separation could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the physician noted that extraction was performed from the a1/a2 direct into the react. The react was placed direct at the junction of the a1, noted to be probably at a difficult angle. The physician didn't use a lot of force, nor did they feel a rupture.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information reporting that during a thrombectomy procedure, the physician removed a large hard white thrombus together with some metal thread. The physician thought this was part of the non-medtronic thrombus retrieval system. This was cleaned and nothing else was found. The physician then did a second approach in the a1 and found the react-68 catheter radiopaque marker was gone. The catheter was removed and replaced with a competitor's product. The physician considered the issue was somehow related to the patient's tortuous anatomy. The patient was undergoing a thrombectomy procedure for retrieval of a thrombus is the carotid-t, a1 segment. There were no patient symptoms or complications associated with the event and it was indicated that patient was alive without any injury.